Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon was treating a patient who was 13 day post tonsillectomy and a suction bovie was used for the treatment. The patient was able to eat normal food and acted normal for a week and now had a post-operative bleeding. The source of bleeding was underneath the right side anterior pillar of the patient. The total blood loss at home and in the operating room to treat the bleed was estimated at 100 cc by the surgeon and no blood transfusion was needed. The patient's current status is good.